Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer¿s blood glucose was 515 mg/dl at the time of incident. Customer treated high blood glucose by giving bolus with an injection. Customer declined troubleshooting for high blood glucose level. Customer stated they filled the reservoir but could not insert it into the insulin pump. Customer stated the plastic part on the reservoir was missing. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.